Event description:
Abbott/proclaim scs(spinal cord stimulator) model 3660. I received a letter from abbott/proclaim a few weeks ago regarding my scs that was inserted sometime in 2015- 2016? This was originally I believe a saint jude product. I had been to pain management in (B)(6) from a wc case which remains open since (B)(6) 2005, dr. (B)(6) recommended several steroid injections in my lower back, yet my complaints were lbp(lower back pain) as well as left groin/hip pain and no diagnostics were done to see if there was an issue with my hips/pelvis. I was sent to dr. (B)(6), out of (B)(6), orthopedic surgeon who told me I needed a lumbar disc decompression surgery which was done in literally 5 minutes without any relief. Sent to a pm horrible physician dr. (B)(6) who did not believe my pain, who took all my pain medication away, yet I had no idea what to do this physician is a monster. I went on my own to an interventionist pm physician in (B)(6), who also did 1-2 steroid injections yet relief was little to none, he then did a trial scs and recommended a physician in (B)(6), neurosurgeon dr. (B)(6), who put the scs in back in 2015-2016. This was not helping my pain. I had no pmd, pulmonary, gi, or neurosurgeon approved through c&f wc insurance this went on 18 plus months until I used my medicare personal health insurance for both the scs & the physician that put in the trial scs. My wc insurance company crumb & forester was not paying my medical bills, and I am still without an approved pm physician through wc although the insurance is now zeinth and they are extremely conscientious with their approach to health care. I went back to the neurosurgeon in (B)(6) beginning of 2019 after finding an amazing pmd who on my first appointment did an x-ray on my left hip (I hadn¿t even told him about the right yet) showed joint space narrowing and had bilateral CT scans showed l severe avn r moderate to severe avn in my hips and I was sent to nyu where the orthopedic surgeon told me I would need bilateral total hip replacements. I had one (B)(6) 2018 next (B)(6) 2018. I followed up with the neurosurgeon who put scs in told him I wanted it out I had avn(avascular necrosis) not lumbar spine issues that a scs would¿ve helped. He told me he wanted to just changed the battery and I explained I was having severe thoracic back pain which he told me he had put extra paddles in he could see I was going to have thoracic spine issues? I told him I wanted it out regardless. I wake up from surgery with this thing still in battery changed and I was in tears. I go home and this scs stopped working completely idk(I don't know) if it¿s on or off, I cannot get an MRI, the pain in my thoracic spine is relentless radiating around to my l lateral chest area, through my back into my l chest, now starting to cause significant pain on right side of my ribs where the wires are located. The pain has been moderate originally and why I begged the neurosurgeon to remove it, it¿s now severe causing me sleepless nights, I can¿t lift my arms to get anything without pain, pick up my baby granddaughters, and actually hurts to breathe. Idk(I don't know) what to do I¿ve reached out to my pmd to help me find a competent neurosurgeon who is willing and familiar with removing a scs. The main part where the battery is in my r mid abdomen wires go around to right side of my thoracic spine which idk why they wouldn¿t have been placed in the lumbar spine if that was where they told me my pain was coming from? Other issue on CT scan there are 7 visible paddles yet I was told 16 were put in where are the other 9? I am not using any neurosurgeon through westchester brain and spinal surgery where I had two surgeries that were never needed, and my area of pain took a new to me pmd literally 15 minutes to diagnose after suffering for years, only to be left in pain with little to no quality of life. If I do my dishes, try to pick up my home, inside or outside I am suffering for next several days afraid to move.